Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the handle is cracked. The device was manufactured in 2016. The device shows signs of significant wear/use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during inspection the instrument came out of washer broken. Handle cracked in half. No delay or backup is applicable in this case. No patient involved.